Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the hook on the articular surface inserter was discovered broken off of the instrument.